Event description:
The customer reported the pump completed infusing before it should have by about four hours. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.